Event description:
Procedure type : urological. According to the reporter: the surgeon removed the forceps and scope from the trocars, and then reinserted them and tried to continue the procedure, however, the abdominal cavity was not inflated. The pneumoperitoneum apparatus worked fine and there was no air leakage from the trocar. The surgeon then elected to convert to an open procedure.

Manufacturer narrative:
Date initial report sent : 05/14/2008.